Manufacturer narrative:
Manufacturing evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. Investigation - the product was received submersed in an unidentified liquid in plastic container. Visual inspection - a deformation of the outer casing of the prosa and the progav valve was observed. In addition we observed a leakage in the catheter between the valves. The prosa valve housing was subsequently measured and confirmed the deformation. The housing deformation measured outside the tolerance. Excessive pressure with the setting/adjusting tool or a fall on the head of the patient could affect the integrity of the valve. Additionally the deformations can influence the functionality of the brake function, as well as the adjustability of the valve. Permeability test - this test is carried out at a hydrostatic pressure of approx. 20-30 cmh2o in the direction of flow. The test results showed that both valves are permeable. During the test, bloody fluid leaked from the valves. Adjustment test - our tests are carried out with a standard check-mate and measurement tool. The valves are adjusted up and down again. The valves were adjustable to all settings. Braking force and brake function test - to measure the braking force, we used a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the apparatus. The test results showed that the braking function is fully functional in the prosa, but the braking force is outside the specified tolerances. To the progav, the brake function is fully functional and the braking force is within the given tolerance. Results - after the tests, we have dismantled the valves. This is in order to verify whether the valves were compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles) in the cerebrospinal (csf) fluid. Inside both valves we found build-up of substances, likely protein, which may have caused the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. We suspect that the observed deposits may have temporarily affected the function of the shunt system. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system and it was explanted (B)(6) 2019. The patient presented for a shunt revision due to suspected blockage of the system. Product code fx993t was used, but exact implant date was not provided. It was noted, however, that the patient's ventricules had enlarged from the first surgery "a month ago." As a 1st step, the neurosurgeon tested the mcclanahan reservoir (fv082t) on the proximal end. The reservoir rebounded quickly and refilled with csf. As a 2nd step, the neurosurgeon used a monometer to check for occlusions on the distal end before the progav inlet. This resulted in little drainage. In a 3rd step, the neurosurgeon used the monometer to check for occlusions on the distal end of the prosa and fluid reportedly drained very quickly. Both the proximal and distal catheters to the belly were draining with no noticeable occlusions in either catheter. As a possible protein occlusion was suspected, the system was explanted (B)(6) 2019. The progav & prosa were placed in a biopsy cup filled with saline for return. No associated patient complications or injury were reported.